Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26423. The manufacturer is unable to determine which lead is the issue, hence both leads are reported. It was reported the patient's scs lead was poking out from the skin. The physician cut the lead at the surface of the skin and did not close the lead site. Surgical intervention may be pending to address this issue.